Event description:
The operator of a dimension xpand plus without hm instrument stated that discordant low sodium (na) results were obtained. The customer ran quality controls, and results were out of range. The customer does not know if any low results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Prior to the service visit, the customer cleaned the integrated multisensor technology (imt) port and replaced the standard a solution. After evaluation of the instrument and instrument data, the cse replaced the imt tubing, sample tubing and sample syringes. The cse also replaced and aligned the sample arm. Quality controls were run, resulting within range. The cause of the discordant, falsely low na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.